Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-17. Investigation summary: bd received 54 samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective marking with the incident lot was observed. Additionally, 20 customer samples were evaluated by visual examination and the indicated failure mode for defective marking with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate blood collection tubes experienced under-fill or low draw of a tube with blood this event occurred 50 times. The following information was provided by the initial reporter: the customer stated "tubes don¿t draw enough volume of blood.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate blood collection tubes experienced under-fill or low draw of a tube with blood this event occurred 50 times. The following information was provided by the initial reporter: the customer stated "tubes don¿t draw enough volume of blood."